Manufacturer narrative:
Device code 2017 - failure to follow steps / instructions. The product was not returned to abbott vascular for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents and/or complaints reported from this lot. It should be noted that the instructions for use (IFU) for the guide wire hi-torque guide wires ce, FDA, states: carefully observe the instructions under ¿do not¿ and ¿do¿ below. Failure to do so may result in vessel trauma, guide wire damage, guide wire tip separation, or stent damage. If resistance is observed at any time, determine the cause under fluoroscopy and take remedial action as needed. Do consider that if a secondary wire is placed in a bifurcation branch, this wire may need to be retracted prior to stent deployment because there is additional risk that the secondary wire may become entrapped between the vessel wall and the stent. In this case, the reported IFU violation of not withdrawing the second wire prior to stent deployment does appear to have caused or contributed to the reported entrapment. There was no damage noted to the guide wire during the inspection prior to use which suggests a product quality issue with respect to manufacture, design or labeling did not contribute to the reported difficulties. In this case, based on the reported information, the investigation determined the reported entrapment of the device, tip separation, stretched coils and foreign body in the patient appear to be related to user error. It is likely that the guide wire was not pulled back prior to stent deployment trapping/jailing the guide wire between the stent struts. Manipulation and/or inadvertent mishandling against resistance during retraction resulted in the reported tip separation and stretched coils. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion. While stenting a bifurcation lesion, the balance middleweight guide wire (gw) got stuck between the struts of the stent and the wire couldn¿t be moved at all. The wire had to be snipped/cut so it could be retrieved. During removal it was noted that the wire had unraveled/uncoiled and it is believed that the tip separated and remains in the anatomy. It is unknown how the procedure was completed. No additional information was provided.